Event description:
It was reported that during a procedure to treat an unspecified coronary artery, when inflating an unspecified balloon catheter the indeflator gauge was noted to be rapidly increasing; however, the balloon stopped inflating. There was no leak noted, no loose connection issue noted, and no damage to the indeflator noted. Another indeflator was used to continue the procedure successfully. There was no patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The broken device was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.